Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged discomfort, dizziness, and headaches upon waking up, which are becoming more and more frequent, suffers from polypathologies and wishes quick exchange. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.